Event description:
It was reported that the patient experienced dizziness and was lightheaded with loss of pacing support. It was also reported that there was a problem with emi (electromagnetic interference), and the device had stored several episodes of non-sustained vt (ventricular tachycardia). Follow-up with the physician's office determined that the sensitivity was decreased. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.